Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an alarm 31 (motor vent stall) occurred. There was no patient involvement, as the pump was not being used on customer at the time of the reported event. Reportedly, the customer was on manual injections when the alarm occurred.